Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a patient began therapy with remodulin in (B)(6) 2025 for pulmonary arterial hypertension (pah). The current dose was reported as 0.125 g/kg, continuous via intravenous (IV) route. The infection had later resolved. The pump malfunctioned and the device had not detected the cassette, causing the alarm to go off. The infusion was continuous and life sustaining, and the patient was able to complete the infusion successfully. There was unknown signs or symptoms experienced from the event involving the pump.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.